Manufacturer narrative:
Correction: date of manufacture provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The rep found that the motion batteries were low. The batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that the mobile view station (mvs) showed a critical motion battery error message. This was reported outside of surgery with no patient present.